Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a6, b5.

Event description:
Healthcare professional reported a surgery completed with backup xen.

Event description:
Healthcare professional reported a xen®45 gts "slider didn't move well and couldn't move to the end" during implantation in left eye. No eye injury reported.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental emdr-44973. Aware date should have been listed as 8/aug/2024.

Event description:
Healthcare professional reported a xen®45 gts "slider didn't move well and couldn't move to the end" during implantation in left eye. Healthcare professional reported a surgery completed with backup xen. No eye injury reported.

Manufacturer narrative:
Device analysis: sample investigation: a visual evaluation of the xen injector was performed. No damage was observed. Upon further inspection, the gel stent was observed to be situated inside the needle cover. The needle was found retracted, and the slider knob was found slightly advanced prior to sample investigation. The updated sample condition is likely due to analyst handling at receipt. Upon observing the updated sample condition prior to investigation, the slider knob was inadvertently moved. A photograph showing the updated position of the slider knob prior to investigation can no longer be captured. Investigation result: the category/ subcategory of injector - slider resistance is not verified since smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed during the functionality test.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "slider didn't move well and couldn't move to the end" during implantation in left eye. No eye injury reported.